Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely cause for the reported prosthesis wear and osteolysis is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Section h10: (h3) pending evaluation.

Event description:
As reported by the germany competent authorities ((B)(4)), the patient was implanted with hip prosthetic sockets from exactech (left 2017, right (B)(6) 2018). In the context of a preseptic lung infection, an (external) pet-CT was carried out, which showed that: additional finding of an enhancement in the left artificial hip joint. Furthermore, there was a clear decentration of the prosthesis heads and unusually large osteolysis in the acetabulum as signs an inlay wear.

Manufacturer narrative:
The most likely cause for the reported prosthesis wear and osteolysis is a combination of the risk factors specified in the hhe. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.